Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic video-assisted thoracoscopic surgery (vats) using an endoeye hd ii video telescope, there first were purple spots displayed in the image. By pressing on the contact or plugging the device out and in again, this initially got better. However, then the entire image turned purple. The intended procedure was completed using another similar device but the failure led to an extension of the surgery time of approx. 30 minutes. The patient is reported to be doing well.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to the olympus service center in hamburg, germany. The evaluation at the service center confirmed the occurrence of the reported ¿purple image¿ and traced it back to a defective r-unit. Thus, the reported incident was attributed to component failure. The service center also found the outer tube and the fiber composite of the optical fibers to be damaged. These damages were caused by external force and can thus be attributed to user error. However, they are not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.